Event description:
A customer contacted baxter regarding a problem minicap extend life peritoneal dialysis transfer set. When the cap was removed, fluid began to come out before the twist clap was opened. Baxter contacted the nurse in 2009 who clarified the problem that when the cap was removed, fluid began to come out before the twist clamp was opened. This happened right away and there was not any noted difficulties or causes the nurse reported for the leak. The transfer set had been in use 5 months and the hp had been doing dialysis for 1 year. The sample was available and requested from the nurse.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of a leak on a transfer set was confirmed. The transfer set was visually inspected and one broken occluder foot was noted. The transfer set was functionally tested at 8psi and no leaks were noted other than through the set due to the broken occluder foot.